Event description:
The facility reported an infusion pump with silent shut down during patient infusion. The hospital representative stated there was no patient injury or medical intervention as a result. Though requested, no add'l info was sprovided regarding pt's demographics, medication involved, or device programming. Although requested, no add'l contact info was provided.